Manufacturer narrative:
Awaiting prod return to conduct quality investigation.

Event description:
Consumer called to report he has an accuracy issue with his meter. Analysis run on clark error grid using mean average readings (435) as ref point vs. Bd readings (581, 289) yielded data points in the c range of the grid, outside of acceptable limits.